Manufacturer narrative:
Unit received no button response due to corroded keypad traces.no button error alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube, missing endcap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. The customer indicated that the battery was changed but the issue persists. The customer does not recall any significant events leading to the error. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting was done for button error and the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.